Manufacturer narrative:
Occupation: surgical supply coordinator. Additional initial reporter: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during insertion, the interventional cardiologist stated the intra-aortic balloon (iab) was kinked and noted flash back of blood. A second iab was used, but a hole was noticed and blood was seen in the iab itself. It was immediately removed from the patient. There was no patient harm or adverse event reported. This report is for the 1st iab used in this event. A separate report will be submitted for the 2nd iab.

Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. Two kinks were observed on the catheter tubing and inner lumen approximately 76.2cm and 67.8cm from the iab tip. Additionally a kink was found on the catheter tubing approximately 33cm outer from iab tip. A non maquet sheath was returned over the membrane and observed to be kinked in the center and was not able to be moved from over the membrane. The extender tubing was also returned. The inner lumen was found to be occluded. The occlusion was unable to be cleared. The returned non-maquet sheath was unable to be removed from over the membrane without further damaging the product due to the kinked sheath and inner lumen. Therefore, the membrane was unable to be evaluated and a leak test of the iab could not be performed. An underwater leak test of the y-fitting, catheter tubing, extracorporeal tubing, and extender tubing was performed, and no leaks were detected. The reported failure of kink is confirmed. We are unable to determine when this may have occurred. The product was unable to be fully evaluated due to the returned condition of the iab. However the blood observed inside the iab most likely caused the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record ID # (B)(4).

Event description:
It was reported that during insertion, the interventional cardiologist stated the intra-aortic balloon (iab) was kinked and noted flash back of blood. A second iab was used, but a hole was noticed and blood was seen in the iab itself. It was immediately removed from the patient. A third iab was inserted to continue therapy. There was no patient harm or adverse event reported. This report is for the 1st iab used in this event. A separate report for the second iab was submitted under mfg report number 2248146-2023-00426.